Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection identified sealed tubing. The cause of the condition was determined to be a manufacturing issue which resulted in the packaging machine sealing the tubing. In order to address this condition, sensors were installed on the packaging machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned photo, the tubing of a continu-flo primary administration set was found to be sealed. This was noted before use. There was no patient involvement. No additional information is available.